Event description:
The customer reported via phone call that they had a no delivery alarm when they were trying to bolus. Customer's blood glucose was 67 mg/dl at the time of the incident. Customer treated by eating. Customer performed a 5.0u fixed prime. Customer stated that the insulin did not exit after the fixed prime or the plunger push. Customer was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer was also advised to send back the reservoir and the tubing. Customer will be sent replacement sets and reservoirs. Customer stated that they already change the set at least twice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.